Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
A physician attempted an arteriotomy closure using a starclose device. The physician had difficulty removing the device from the patient, as the safety release button did not work. The device was removed from the pt using add'l force. There was no pt injury reported.